Manufacturer narrative:
The reported event of spontaneous release was confirmed. Final analysis found a complete catheter was returned with the tethers in misaligned position while the tether control knob was in aligned position. Examination found the catheter was bent consistent with procedural damage. X-ray examination found the release tether appeared to be slipped inside the tether screw. The buffet offset in aligned mode measured to be out of specification. The cause of the reported event was due to slipped tether.

Event description:
Related manufacturing reference number: 2017865-2023-47026 it was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp prematurely separated from the delivery catheter during tether mode. The lp was implanted successfully. The patient was in stable condition.